Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause for the customer complaint issue could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. (B)(4).

Event description:
A customer reported that during a procedure, the knife blade was dull as it was not cutting the tissue well. An alternate knife was used. The case was completed without patient harm.

Manufacturer narrative:
(B)(4).